Event description:
It was reported by a respiratory manager that while the endotracheal tube was in use, the pilot balloon became separated and the patient self-extubated removing the tube. Additional information received on (B)(6) 2015 from the respiratory manager stated that the patient had been intubated following surgery. Following the patient's self-extubation, the tube was changed out and the patient was returned to the general care area. Additional information received on (B)(4) 2015 stated that they received a ventilator alarm due to low tidal volume. When rechecking the patient, they noticed the pilot line was disconnected and the line broke at the connection to the endotracheal tube. The tube was removed and the patient was re-intubated without any further issues. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
Method code: actual device evaluated; visual inspection. Results code: stress problem. Conclusions: use error caused or contributed to event. A review of the device history record was not possible as no lot number was provided. One sample device was returned but a lot number and the original packaging were not provided. The sample was a 4.0 microcuff endotracheal tube with the inflation line detached. Attached at the proximal end of the endotracheal tube was a 4.0mm y-adapter. The point of connection on the inflation line to the endotracheal tube was examined. The bond between the endotracheal tube and the inflation line did not fail. At the point of connection, approximately 3mm of inflation line was protruding from the endotracheal tube. The inflation line was severed. The severed ends of the line appeared jagged and crushed as if chewed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.